Manufacturer narrative:
One hemosphere hem1 monitor instrument was returned for product evaluation. The examination found through the diagnostic logs that there was no evidence of a frozen display screen. However, the investigation did reveal that there was an occurrence of ¿swan ganz module fault¿ error display. This caused an intermittent electrical interference, causing a temporary disruption of monitoring. The interference does not cause permanent damage and the system can fully recover and resume monitoring after a reboot. The device service history record review was completed and all manufacturing inspections passed with no non conformance. The reported event was not confirmed by evaluation. However, a fault message and a temporary disruption of monitoring was determined to have occurred. There is no evidence or indication of a manufacturing defect being responsible for the reported event. No further action will be taken at this time. Pressure readings can change quickly and dramatically. Pressure readings should correlate with the patients clinical manifestations which is monitored continually in common clinical practice. In this case, the hemodynamic values were static, which alerted the clinical to begin the troubleshooting process. In this case there was no patient injury noted as a result of the stated event. It is unknown if user or procedural factors played a role in the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. The UDI information is (B)(4).

Manufacturer narrative:
The device has been returned and the evaluation is in progress. Upon receipt of the product evaluation findings a supplemental report will be submitted with the results. The device service history record review has not been completed. Once completed, the results will be included in the supplemental report.

Event description:
It was reported that during patient monitoring, the hemosphere instrument monitor display screen froze. The monitor was turned off and back on again to recall the data and there were no further issues. There was no inappropriate patient treatment administered. There was no patient harm or compromise. The patient demographic information is unknown.